Manufacturer narrative:
Correction to d.3: updated from 'stryker spine- us' to 'k2m, inc.' Correction to g.1: updated from ¿stryker spine-(B)(6)¿ to ¿k2m, inc.¿ visual, dimensional, material and functional analysis could not be performed as the device was not returned. A review of the device history and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. Per surgical technique: potential adverse events associated with spinal fusion procedures include, but are not limited to pseudoarthrosis; loosening, bending, cracking or fracture of components, or loss of fixation in the bone with possible neurologic damage, usually attributable to pseudoarthrosis, insufficient bone stock, excessive activity or lifting, or one or more of the factors listed in contraindications, or warnings and precautions; infections possibly requiring removal of devices; palpable components, painful bursa, and/or pressure necrosis; and allergies, and other reactions to device materials which, although infrequent, should be considered, tested for (if applicable), and ruled out preoperatively. Potential risks also include those associated with any spinal surgery resulting in neurological, cardiovascular, respiratory, gastrointestinal or reproductive compromise, or death. No failure mode was identified for the reported event. As a result, a risk assessment could not be performed. No further investigation for this event is possible at this time as no device and insufficient information was received by stryker.

Event description:
A patient reported that they, ¿sustained personal injuries due to the failure of a yukon oct spinal system.¿ additional detail has not been provided. It is not known if the patient received medical treatment or underwent revision surgery.

Manufacturer narrative:
Status of the device is unknown.

Event description:
A patient reported that they, ¿sustained personal injuries due to the failure of a yukon oct spinal system.¿ additional detail has not been provided. It is not known if the patient received medical treatment or underwent revision surgery.